Event description:
Complainant alleged that the ems team was monitoring a 69 y/o male pt complaining of chest pains. When he went into ventricular fibrillation. The medics then defibrillated the pt. Using electrodes, once at 200 joules and a second time at 300 joules. The team then attempted to defibrillate the pt a third time at 360 joules, but they noticed that the device's energy setting reverted back to 200 joules. The ems team then reset the device to 360 joules, and were able to successfully defibrillate the pt. The pt subsequently expired on route to the hospital, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.